Manufacturer narrative:
This event occurred in (B)(6). No information was provided on the specific part number involved in this event.

Event description:
The customer alleged they received questionable calcium gen.2 results on their c501 analyzer. The customer provided data for three patients, of which two had discrepant results. One of the discrepant results was known to have not been reported outside the laboratory. It was unknown if the other discrepant result was reported outside the laboratory. The customer questioned the initial results as they did not match the patient's clinical history. The discrepant results were all from this analyzer and when repeated on another c501 analyzer, serial number not provided, the results significantly lower and fitted in with the clinical information. The customer also repeated the samples on the initial c501 analyzer with just calcium ordered, and the lower, "correct" results were obtained. The customer stated the affected samples were all "clean" serum samples which had been collected and allowed to clot prior to being centrifuged. The samples contained no clots and did not have high hemolysis, icterus, or lipaemia. The patient's initial calcium result was 3.08 mmol/l. The repeat result was 2.24 mmol/l. It was unclear from which analyzer the repeat result was obtained. It was unknown if the initial result was reported outside the laboratory. It was unknown if the patient was adversely affected. The calcium reagent lot number was 659935 and the expiration date was 05/30/2013. The field service representative went on site. A check test was performed on the affected instrument and the results showed the instrument had good precision. The reagent and sample probes were replaced. The customer installed an r1 wash between crp and calcium tests and has seen no falsely elevated calcium results. A pipetting accuracy check was performed. The fluid adjustments were checked. The rinse unit was re-tubed. The rinse unit nozzles were checked for correct operation and were not contaminated. The teflon drying blocks were replaced.

Manufacturer narrative:
The field service representative changed the bank of valves. The customer no longer has calcium issues.

Manufacturer narrative:
Additional information has been provided. The discrepant result was not reported outside the laboratory.